Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to particles in the chamber. The patient has alleged to experiencing nose bleeds, headaches, itchy eyes and sore throat. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to experiencing nose bleeds, headaches, itchy eyes and sore/irritation for throat/nasal related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After first attempt to have the device and components returned for evaluation and investigation, the customer has responded on 05/19/2022 but the device has not yet returned to the manufacturer for evaluation. Addition to that, patient has got the replacement. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.